Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact on the proximal end of the pusher assembly. Conclusions: evaluation of the returned device confirmed that the pusher assembly was kinked. This type of damage likely occurred due to forceful handling during use. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached about nine or ten ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the same lantern, the physician mentioned feeling resistance and subsequently, the technologist inadvertently kinked the ruby coil pusher assembly. Therefore, the ruby coil was removed. The physician then took an angiogram and decided that no additional coils were needed. The procedure ended at this point. There was no report of an adverse effect to the patient.